Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "flashing red and beeping". Contact did not provide further information and terminated call with tandem technical support. Upon follow up, contact reported that everything was fine. No additional information was provided.